Manufacturer narrative:
(B)(4). Report source (B)(6). Visual evaluation of the returned product and photos provided identified foreign debris inside the sterile packaging. The sterile packaging remains sealed. DHR was reviewed and no discrepancies were found. The likely condition when the device left zimmer biomet is non-conforming to specification. The root cause of the reported event is the operator not following the work instructions during manufacturing. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during warehouse inspection, hair-like debris was found inside the sterile packaging. There was no patient involvement. Attempts have been made and additional information on the reported event is unavailable at this time.